Manufacturer narrative:
The patient underwent a revision procedure. The representative reported that the rv setscrew was loose and the physician admitted that the setscrew must not have tightened appropriately at initial implant. The lv impedances were out of range because of extended bipolar programming. The setscrew was tightened and values normalized.

Manufacturer narrative:
It was reported that the patient was scheduled for a lead revision. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), left and right ventricular leads developed fatigue. Upon further investigation the pacing impedances on these leads were greater than 2000 ohms. There was inquiry of a connection issue. No adverse patient effects were reported.